Event description:
It was reported that after a few days the stitches were taken out, the patient began to have a fever with staphylococcus infection throughout the body. The physician believed that the infection was procedure related. All device components were explanted and will not be returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Explant date: (B)(6) 2021: additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7085919/7087224.